Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a temperature (temp ¿ moisture ingress) issue. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1: date of submission: 3/12/2017. Device evaluation: the device has been returned and evaluated by product analysis on 2/16/2017 with the following findings: the black box and alarm history showed no activity outside of normal use and no unusual voltage fluctuations were observed. The battery compartment and battery cap were intact and the battery cap could be fully tightened onto the pump. The pump powered on normally with no overheating or alarms duplicated during the investigation. The pump¿s ¿ez-prime¿ steps were performed correctly and all of the pump's electrical current draws were found to be within specification. The pump cover was removed and there were no intermittent condition found to the printed circuit board (pcb). The pump¿s cover was removed and there was moisture corrosion found on the display screen. A leak test was performed and failed due to a display lens leak. No overheating or any errors, alarms or warning occurred during the investigation therefore the initial ¿temperature¿ complaint was not duplicated.